Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspension. The sensor glucose value at the time of the event was 50 mg/dl. The blood glucose value at the time of the event was 110 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed and the difference between the sensor glucose and the blood glucose value was not within the target range. It was unknown whether the customer would continue the use of the device. The sensor will not be returned for analysis.